Event description:
The hospital reported that during the saphenous vein harvesting procedure, the unit "broke." A replacement unit was used to complete the procedure. No pt complications were reported. Upon receipt of the device in september 2005, it was found that the blunt tip was dislodged and broken and the scope washer tubing had broken at the c-ring joint and was not received with the device. During a follow-up attempt, the hospital stated that the break occurred outside the pt's leg and the missing pieces were discarded after the procedure. No pieces fell inside the leg.